Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Ll pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a pharmacist reported on (B)(6) 2020, a customer "keeps on getting the error code 3" when testing on an adc meter. There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.